Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units. This is the fourth of five reports. Refer to 8030647-2018-00143 for the first report. Refer to 8030647-2018-00144 for the second report. Refer to 8030647-2018-00145 for the third report. Refer to 8030647-2018-00147 for the fifth report. It was reported that the flex connectors were too loose and easily came away from suction catheter. It was found during suctioning in all cases. The suction catheters were replaced immediately and there was no impact on patients¿ health. No additional information was provided.

Manufacturer narrative:
Correction: all information reasonably known as of 05apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).